Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: "crystalline oppacity around plunger." When did the incident occur? = before use.

Manufacturer narrative:
Fourteen samples of 1ml luer-lok syringes (p/n - 309648) were received and evaluated. All samples were received loose with thirteen having a dried silicone ring on the inside at the end of the barrel, and one having brownish discoloration at the end of the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the attachment of silicone to the barrel walls. Potential root cause for the brownish discoloration defect is associated with the molding process. This defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold. This type of defect is cosmetic and does not pose risk to the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.